Event description:
It was reported that at the patient¿s previous refill the health care provider leaked some of the pump medications causing the patient to become drowsy. The patient expressed concern of her health care treatment after this refill as the patient was allowed to leave without assistance when the health care provider knew the patient¿s altered state of drowsiness. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that a pump replacement was done.

Manufacturer narrative:
Updated ¿suspect medical device¿ information to correct devices per the date of the event. Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8590-1, lot# n068555, implanted: (B)(6) 2006, product type: accessory.

Event description:
Additional information was received. It was reported that the patient was drowsy and had been unable to function normally for days following the refill. It was indicated that the patient was not hospitalized due to the event, but had no idea how she got home from the appointment. The reporter stated that the healthcare provider had been comfortable with the patient leaving the office in a drugged-up condition. Refer to manufacturer report #3004209178-2013-15667 for details pertaining to the pocket fill that occurred in (B)(4) 2013.

Event description:
It was later reported that the pocket fill occurred on (B)(6) 2013.

Manufacturer narrative:
(B)(4).